Manufacturer narrative:
The instrument was in use for approximately 3 years. The beak has come completely off the distal end of sheath; the remnant of the ceramic tip still resides inside the end of the sheath. Damage possibly due to stress overload or it was damaged in some way previous to the procedure and then broke.

Event description:
Doctor was performing a turp when the whole beak came off the instrument. The doctor immediately retrieved piece. He went on to complete procedure with another instrument; there was no injury to the patient.